Manufacturer narrative:
There was no unexpected scrolling of numbers, button error alarms or battery out limit alarms noted. The device passed the displacement test and off no power test. The operating currents were found to be within spec. The intermittent button response on the up arrow button was due to corroded keypad traces. The device had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer's father reported via phone call of button error on the customer's insulin pump. The customer states the numbers kept scrolling. The customer's blood glucose at the time was over 400mg/dl. The customer states the high levels were attributed to the adhesive coming off in the middle of the night. The customer states they treated with pen. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.